Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack near battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer was advised that the product will be replaced. The customer will discontinue the use of the device. The product was returned for failure analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. The unit was received without a battery cap. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement test due to the critical pump error (open book image) alarm. The attempt to download/upload using crest/thus was successful. Pump error 63 appears in the error log fault number field of the adapt tool. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--components located at the top of the back side of the board; pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The critical pump error (open book image) alarm and pump error 63 fall is due to rf chip problems as well as moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.